Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-05, serial/lot #: 5.1.1, ubd: , UDI#: h3, h6: the exports were returned for software analysis. The analysis determined that the complaint was confirmed. The system displays the wrong type of the selected screw after changing the order of the screws. The system automatically chooses the top (first) screw for driver automount. The planned screw cards become shuffled. The screw that was selected remains selected, but the navigation banner shows the size of the first screw. Sending the arm to the selected screw and initiating navigation leads to the incorrect display of the screw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the first screw's cad model in the software showed incorrect graphics. Despite picking 4.5 x 35 millimeter (mm), the user interface (ui) would show the cad model and name of the screw as 4.5 x 40mm instead. This only happened with the first screw in both instances. All remaining screws in the case showed the correct size after the first had been inserted. The scope of the case from t4 to l3, where the first screw was inserted was on t7 on the right side. After the first screw was inserted, the cad models thereafter showed the correct graphics without any adjustments in the application. The manufacturer representative confirmed that they physically had modulex 4.5 x 35mm screws and that they picked the correct screw type in the application. The screw size and type listed at the bottom of the ui also confirmed that the selected screw size in the application was 4.5 x 35mm. The rep reported that the surgeon did not notice the software anomalies as they occurred in both instances, and it was not clear whether the surgeon was informed of this happening. There was no delay as the surgeon did not notice the anomaly. There was no impact to patient's outcome. Additional information received indicated that upon initial entry into the operation task, the system automatically chooses the top screw for driver automount if the driver was already on the tracker from the instrument setup task. However, when the "u-turn" button is selected first, followed by the bottom-up button, the implant planned cards get shuffled. During this shuffle, the system sends another automount request, now for a different screw that is at the top after the shuffle. The automount response was correct, but the application still assumed it was dealing with the initial 5.5x35 screw. This results in the overwrite of the original 5.5x35 screw plan card with the part number of the new screw, leading to persistent errors.